Event description:
It was reported that the patient's low voltage lead had an insulation breach. The lead was explanted. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.